Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's eye. The surgeon reports a pressure spike and pupil block. The pressure was released physically, iridotomy enlarged, a second pi was performed and the pressure was lowered.

Manufacturer narrative:
Corrected data: h10 in initial MDR- claim#: (B)(4) is not applicable and is corrected to claim#: (B)(4). Claim#: (B)(4).